Event description:
It was reported that bd cathena 22gx1.00in straight bc blood leaks out of control plug whilst in MRI department giving education on iagbc pro staff mrt mentioned that she had noted that cathena 22g was bleeding back into the hub, not giving blood control protection. This happened on the 17th february, but she had also noticed this the week prior. She mentioned that another colleague had noticed this previously also.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Current control there is a functional test on blood escape time (bet) to detect septum leakage and in-process inspection to check on the septum slit quality. The vision system is challenged at each shift per daily process.